Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that around 9am on (B)(6) 2018, he obtained the unknown error message ¿strip problem¿. The patient manages his diabetes with insulin, which he self-adjusts. He reported that prior to the start of the alleged issue, at around 6:30am on (B)(6) 2018, he had consumed his usual quantity of food and drink, and had administered 8 units of novolog insulin. He reported that ¿right after¿ the start of the alleged issue, he ¿felt shaky¿. He denied receiving any treatment for his symptoms above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca offered to walk the patient through a retest, but the patient did not have testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Shaky, after obtaining an unknown error message on the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.